Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 10-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (batch no. 721044). The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2011, the patient experienced acne ("acne"), migraine ("migraines") and abdominal pain upper ("stomach pains"). On (B)(6) 2016, the patient experienced abdominal pain lower ("intense lower abdomen pain") and fall ("fell on the floor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection ("urinary tract infections"), myalgia ("muscle pain"), fatigue ("fatigue"), depression ("depression"), back pain ("lower back pain"), pain in extremity ("acute pain in lower limbs"), muscular weakness ("lack of strength in the joints"), alopecia ("major hair loss"), visual acuity reduced ("disturbance and reduction in vision"), visual impairment ("disturbance and reduction in vision") and dizziness ("dizzy spells"). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2016). At the time of the report, the pelvic pain, urinary tract infection, acne, migraine, abdominal pain upper, abdominal pain lower, fall, myalgia, fatigue, depression, back pain, pain in extremity, muscular weakness, alopecia, visual acuity reduced, visual impairment and dizziness outcome was unknown. The reporter provided no causality assessment for pelvic pain, urinary tract infection, acne, migraine, abdominal pain upper, abdominal pain lower, fall, myalgia, fatigue, depression, back pain, pain in extremity, muscular weakness, alopecia, visual acuity reduced, visual impairment and dizziness with essure. The reporter commented: none of these problems was present before placement of essure. On (B)(6) 2016 she fell on the floor because the pain in her lower abdomen was so intense. Physiotherapy and osteopathy session were not effective. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was no abnormality detected. On an unknown date: computerised tomogram pelvis result was no abnormality detected. On an unknown date: neurological examination result was no abnormality detected. On an unknown date: ultrasound breast result was no abnormality detected. On an unknown date: urine analysis result was no abnormality detected. Unspecified date: vaginal sampling - nad (no abnormality detected). Unspecified date: doppler and ultrasound of lower limbs - nad (no abnormality detected). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Removal of essure was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 10-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 721044) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On the same day, the patient experienced acne ("acne"), migraine ("migraines") and abdominal pain upper ("stomach pains"). On (B)(6) 2016, the patient experienced abdominal pain lower ("intense lower abdomen pain") and fall ("fell on the floor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), myalgia ("muscle pain"), fatigue ("fatigue"), depression ("depression"), back pain ("lower back pain"), pain in extremity ("acute pain in lower limbs"), muscular weakness ("lack of strength in the joints"), alopecia ("major hair loss"), the first episode of visual impairment ("disturbance and reduction in vision"), the second episode of visual impairment ("disturbance and reduction in vision") and dizziness ("dizzy spells"). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2016). At the time of the report, the pelvic pain, urinary tract infection, acne, migraine, abdominal pain upper, abdominal pain lower, fall, myalgia, fatigue, depression, back pain, pain in extremity, muscular weakness, alopecia, the last episode of visual impairment and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, acne, alopecia, back pain, depression, dizziness, fall, fatigue, migraine, muscular weakness, myalgia, pain in extremity, pelvic pain, urinary tract infection, the first episode of visual impairment and the second episode of visual impairment with essure. The reporter commented: none of these problems was present before placement of essure. On (B)(6) 2016 she fell on the floor because the pain in her lower abdomen was so intense. Physiotherapy and osteopathy session were not effective. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no abnormality detected, computerised tomogram pelvis - on an unknown date: no abnormality detected, neurological examination - on an unknown date: no abnormality detected, ultrasound breast - on an unknown date: no abnormality detected, urine analysis - on an unknown date: no abnormality detected. Unspecified date: vaginal sampling - nad (no abnormality detected). Unspecified date: doppler and ultrasound of lower limbs - nad (no abnormality detected). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 721044 (production date mar-2010, expiration date mar-2013). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of ptc. Company causality comment a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Removal of essure was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.